Event description:
It was reported that the patient never had therapeutic effect. Several impedances tests were done, the cables were switched out, as well as the external device during the patient's trail. While the impedances were always within normal limits; however, when the amplitude was maxed out the patient was unable to "sã©ance" (?) Stimulation with the right lead. In one instance, an oor (out of range) message was received on the clinician programmer while trying to program the device. The physician decided to pull the leads and plans to re-trial the patient next week.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead. (B)(4). Analysis of the lead, serial no (B)(4), found no anomaly. Analysis of the lead, serial no (B)(4), found no anomaly.